Event description:
It was reported that during set up for a case on (B)(6) 2012, it was noticed that the hinge pin for the release button was missing or broken. It is not known how or when the instrument broke.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the pivot screw that holds the locking mechanism to the handle is missing, so the locking mechanism is loose and will no longer hold the arms in a set position. The threaded hole that the screw was in has signs that a spot weld was performed at the top of it and was broken. The threads on that hole appear intact and in good condition. There are wear marks on the teeth of the locking mechanism that indicate that the instrument has been successfully used in the field with the pin in place. The instrument also has slight dent marks on the top of the handle indicating it was impacted on during use. At the time of manufacture for this part, the pivot screw that holds the locking mechanism to the handle was designed to be threaded into the handle, and then spot welded to prevent screw migration. During use, the screw is loaded in double shear when the handle is locked and released. The size and material of the screw was evaluated and determined to have appropriate strength to resist fracture from the expected shear loads generated from its intended use. As the screw was not returned for evaluation and no indication of how the device was being used at the time of failure was provided from the complaint description, the exact failure mode could not be established. The limited amount of information in the complaint description for how and when the instrument broke, as well as the screw not being returned for evaluation, makes it difficult to determine the exact failure mode in this case. It is concluded that this complaint is indeterminate. The manufacturing evaluation showed the ratchet spindle was no longer attached to the handle although the screw was secured with a spot weld. The cutter corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the weld causing it to break. It is concluded that this complaint is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.